Event description:
It was reported that a malfunction occurred on a customer's pump. There was no information on whether there was any impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any malfunction code appeared again. The customer understood and agreed to these instructions.